Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, (isi) followed up with the initial reporter and obtained the following additional information: after the instrument was observed to be broken inside the endoscope, the patient's abdominal cavity was examined and no obvious missing material was found. Since the instrument was immediately removed after being found broken, no further attempt was made to move it.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.